Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.